Event description:
Boston scientific received information that this pacemaker exhibited oversensing due to noise which resulted to pacing inhibition. It was reported that the patient was symptomatic during the event. Additional information obtained from the field representative that the cause of the noise was undetermined. The field representative was uncertain of the duration of asystole and the patient did experience some dizziness related to the pacing inhibition. A revision procedure was performed in which this pacemaker was explanted and the rv lead was surgically abandoned and capped. No additional adverse patient effects were reported. Requests for the return of the device have been made. At this time, it is unknown if the device will be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.